Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced sustained hyperglycemia, with glucose readings in the 300 mg/dl range and a peak reported value of 331 mg/dl for several hours, despite meal announcement and no unusual dietary intake; the user performed a supply change with a contact detach infusion set and later reported glucose returned to range, and additional training was requested and provided as troubleshooting and education. Symptoms included high blood glucose without ketone testing, dizziness, loss of consciousness, or other acute complications. Outcomes included no use of backup therapy, no medical intervention, no assistance from others, and no hospitalization. Investigation included customer support troubleshooting and education, follow-up contact attempts, and confirmation that glucose returned to range after the supply change. Investigation of this case revealed hyperglycemia of unclear cause without evidence of device alarm malfunction or infusion set damage or leakage. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.